Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the carotid artery using a penumbra coil 400 (pc400 coil). During the procedure, the pc400 coil became stretched while deploying into the aneurysm. The physician successfully removed the damaged coil by removing the microcatheter and pc400 coil together. The procedure successfully continued using another manufacturer's devices. There was no report of an adverse effect on the patient.